Event description:
A report indicating that during a coronary intervention to a lesion at the proximal circumflex after predilatation, when the cypher sirolimus-eluting coronary stent was being delivered to the target lesion the physician encountered friction during delivery. Therefore, the guiding catheter was carefully retrieved from the patient and the physician confirmed the strut of the stent to be flared at the distal end. A different stent (product unknown) was implanted safely and the procedure was finished successfully. There was no patient injury reported. The product will not be returned for analysis due to the patient's infectious disease (hepatitis c). The physician is wondering if this was a stent-mounting defect.

Manufacturer narrative:
The lesion was described as denovo, 90% stenosed, moderately calcified and tortuous. Femoral approach was chosen for the procedure. A guiding catheter (heartrail2 7f jl3.5) was engaged to the target vessel and a guide wire (eal) was inserted into the side branch (obtuse marginal) and crossed the target lesion. Then another guide wire (fielder fc) was inserted into proximal circumflex to protect the main branch. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.